Manufacturer narrative:
Result of investigation: there is no malfunction of device spotted/no technical failure on device is logged on the logs. Unit worked as designed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and got the log files and trend data. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 had continuous apnea alarm. The device is using in the nicu put two more babies on the infant flow generators in ncpap. One went back to the sipap device and one was out on biphasic. There was no known consequences or impact to the patient.